Event description:
Caller reported that the insulin gauge displayed an amount different than expected; specifically, a fill estimate issue where the pump displayed 32 units instead of the expected 30.2 units for 180 units loaded into the cartridge. There was no adverse impact to the customer¿s blood glucose level mentioned. Though the customer was educated on using room temperature insulin when filling the cartridge, they declined to load a new cartridge and chose to continue using the current one, planning to follow up if necessary.